Event description:
The facility reported an infusion pump which nondelivered during pt infusion of levophed. The air detected alarm buzzed during the administration of levophed 32 mg. The administration of the medication stopped. According to the reporter, this was a life-threatening situation. No further info has been provided regarding the status of the pt, demographics, or pump programming for the three channels.

Manufacturer narrative:
The device has been requested for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional info becomes available.